Manufacturer narrative:
The pre-temperature testing could not be performed due to the corrosion of the collet component. The corroded component was replaced. The device tested and repaired to specifications and returned. If information is provided in the future, a supplemental report will be issued.

Event description:
The em210 being returned had excess heat, no patient impact.

Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported that the em210 had excess heat. No patient impact.